Manufacturer narrative:
D9: product received date 8/18/2025. H3: one device was returned for analysis of complaint that device failed accuracy testing. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional tests were performed. During accuracy testing, this failure was neither confirmed nor replicated. Probable cause was not determined.

Event description:
It was reported that the pump failed the accuracy test, +8%. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.